Event description:
It was reported to philips that the device needs to be evaluated. The fse stated that the customer reported that the device requires service. No further details were given. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to be evaluated. No further details were given. There was no reported patient involvement.